Event description:
It was reported to boston scientific corporation, that an ultraflex non-covered ng esophageal stent was used during a stenting procedure. According to the complainant, the suture would not release when deploying the stent. The procedure was completed with another ultraflex non-covered ng esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).